Event description:
It was further reported that 162 post index procedure the patient's ECG was unremarkable and she was noted to have negative cardiac enzymes. The patient underwent a myocardial perfusion study.

Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, the patient experienced chest pain. The target lesion was located in the mid left anterior descending artery with 80% stenosis and was 15 mm long with a reference vessel diameter of 2.75 mm. The physician treated the lesion with pre-dilatation and implanting a 2.75 mm x 28 mm taxus liberte stent. Following post-dilatation, residual stenosis was 0%. The patient was discharged the next day on aspirin and prasugrel. A 162 days post-index procedure, the patient presented with chest pain. Coronary angiography revealed a 95% focal stenosis in the proximal right coronary artery at the proximal edge of the previously placed stent. The stent is widely patent. The patient was treated with pci and implanting a 2.75 x 8 mm taxus liberte stent with 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel.

Manufacturer narrative:
(B)(6). Device is a combination product device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the target lesion was located in the mid right coronary artery not the mid left anterior descending artery as previously reported.

Manufacturer narrative:
Describe event: the target lesion was located in the mid right coronary artery not the mid left anterior descending artery. (B)(4).